Event description:
Boston scientific crm received information that this device exhibited long charge times during middle of life resulting in early display of end of life indicators.

Manufacturer narrative:
Device replacement was recommended. As of today all available information indicates that this device remains in service. No adverse patient effects were reported.